Event description:
It was reported that the device had an unexpected longevity and reached recommended replacement time (rrt) due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead implanted: (B)(4) 2011. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 91% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4).